Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose level was 77 mg/dl. The customer will continue to use the current pump for insulin therapy and additionally has an alternative method of insulin therapy available if needed; however, a replacement was sent to the customer to resolve the issue.